Manufacturer narrative:
Explanted device was discarded at the hospital. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a patient presented with traumatic transection of the thoracic aorta. The gore tag thoracic endoprosthesis was too large so the physician chose to implant an aortic extender component. The device was deployed intentionally covering the subclavian artery but unintentionally covered the carotid artery. The physician advanced an equalizer balloon (deflated) in an attempt to pull the device distally and uncover the carotid artery. In doing so, the balloon pushed the device proximally into the ascending aorta. An attempt was made to try and pull the device back into the transverse arch, but was unsuccessful. Three additional aortic extender components were implanted and successfully occluded the transection, the subclavian artery was not covered. The device in the ascending aorta was then surgically removed via an open procedure. The explanted device was discarded at the facility.